Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned treatment procedure was completed as planned by moving the geometry manually. A philips field service engineer (fse) checked the logfile remotely which showed that there was no 12v power supply. The fse found that the indicator of the power supply was off and confirmed that the direct current power supply (dcps) had no power input. The customer did not order the part replacement from philips. The issue was solved by a third-party subcontractor service who ordered a new dcps and the part was installed by the customer themselves. No on-site work was performed by philips. After service by the third-party contractor, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system geometry movements were not available. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.